Event description:
Customer reported via phone call that they were hospitalized due to high blood glucose level on (B)(6) 2022. Customer's blood glucose value was 456 mg/dl at the time of the incident. The customer was assisted with troubleshooting for high blood glucose. The customer stated that the symptoms related to high blood glucose such as nausea, vomiting, difficulty breathing, headache. The customer was treated with intravenous insulin drip. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. It was unknown that auto mode feature was active or not at the time of event. Customer did allege insulin pump was under delivering. Customer reported that the insulin pump had crack on the battery side. The customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0871 inches. No under delivery anomaly noted. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at the battery tube side, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. Please see below for the boluses delivered on the event date 27-may-2022 in the formatted history file. 05/27/2022 02:21:02.000 normalbolusdelivered. Bolusprogrammingmethod = manual bolus. Normalbolusamountprogrammed = 1.6. Bolusamountdelivered = 1.6. 05/27/2022 06:28:22.000 normalbolusdelivered. Bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 4.4. Bolusamountdelivered = 4.4. 05/27/2022 07:19:08.000 normalbolusdelivered. Bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 2.2. Bolusamountdelivered = 2.2. 05/27/2022 10:51:18.000 normalbolusdelivered. Bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 3.4. Bolusamountdelivered = 3.4. 05/27/2022 11:50:29.000 normalbolusdelivered. Bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 0.3. Bolusamountdelivered = 0.3. 05/27/2022 12:39:00.000 normalbolusdelivered. Bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 1.3. Bolusamountdelivered = 1.3. 05/27/2022 13:41:34.000 normalbolusdelivered. Bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 1.7. Bolusamountdelivered = 1.7. 05/27/2022 14:20:34.000 normalbolusdelivered. Bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 1. Bolusamountdelivered = 1. There was no auto suspend (12) or user suspended noted on the event date in the formatted history file. The pump passed the functional testing. Unable to confirm alleged high bg's. The customer alleged possible under delivery anomaly was not confirmed. Cosmetic damage was confirmed at the back of the pump. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information provided in the initial report in section b5 and in section h6 under health effect - clinical code and health effect - impact code were incorrect. The correct information was provided in section b5 and h6 with this report.

Event description:
Updated summary: customer was in emergency room to treat high blood glucose event.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been added, which was missed in the initial report. The missed information has been provided in section h6 under health effect - clinical code with this report.